Event description:
It was reported that during a laparoscopically assisted vaginal hysterectomy procedure, the active blade broke off inside the abdomen. The blade was retrieved through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Information anticipated, but unavailable at this time.